Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-623-ts66 tibial bearing is cracked on the posterior aspect of the component, there are not any missing pieces. This was discovered during use in a procedure on (B)(6) 2021. The case was completed by opening a second ar-623-ts66 from a different tray.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-623-ts66 was received for investigation. Visual inspection identified crazing and general wear across the epoxy coating of the trial magnets. The most likely cause for the reported failure can be attributed to wear and tear.